Event description:
Chronic high lv threshold and lvtip to can lead impedance. Rv unipolar lead impedance warning on (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).